Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Vats: "green bead detached from bag and string and lodged into patient's incision. Bead was retrieved. " patient status: "no patient injury or illness."

Manufacturer narrative:
Additional information was requested from the customer and was not provided. The incident product was not returned for evaluation. Multiple attempts were made to receive additional information on the customer's experience. Based on our analysis, a possible root cause can be related to use error. However, in the absence of the actual subject device, it is difficult to determine the exact root cause of the incident. All inzii® retrieval systems undergo 100% visual inspection during the assembly and packaging process. Although the root cause of the customer's experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email august 19 2016: no one has been into the account because the territory is empty. (B)(6) tried emailing the nurse that submitted the cer but has not heard back. The customer will not be sending the device back because their policy does not allow them to clean and sterilize the device before shipping it back to us.